Manufacturer narrative:
Medical devices continued: 5076-52 lead implanted (B)(6) 2007, 419588 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma at the cardiac resynchronization therapy defibrillator (crt-d) implant site. The pocket was evacuated and the device remains in use. No further patient complications have been reported as a result of this event.